Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that intensive care unit (ICU) staff stated that the display screen went blank as well as the monitor, however, it appeared to be clinical in nature not device related. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of system monitor screen going blank was not confirmed. The system monitor was not returned for analysis. Per provided information, the system monitor screen went blank while connected to a controller. There were no additional information and images regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02913.